Manufacturer narrative:
Compromised force sensor system alarmed during prime test at 4 lbs. Due to detached end cap. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked display window corner, reservoir tube lip, scratched lcd window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states their pump was dropped and stopped working. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with manual injection. The customer states they tried to prime but received compromised force sensor system alarm and insulin was praying out. The customer states there is a crack on the bottom right side of the pump. The customer was advised the pump would have to be replaced and returned for analysis.